Event description:
Reporter used this product twice for her chronic back pain, with her first use being uneventful. Although it seemed to help her pain - the second time she used patch, it ripped off part of her skin when she removed patch. Area is very sore and sensitive and she wanted advice on treatment. Multiple phone calls and written request for additional information have been unsuccessful to date.